Manufacturer narrative:
Per the t:slim x2 user guide: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300-400 mg/dl) and a correction bolus was delivered to address the bg. During troubleshooting with tandem technical support, the customer's pump time was found to be incorrect. The customer had not adjusted the time for daylight savings. The customer corrected the pump time.